Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly the customer was using humalog u-500 insulin. Tandem clinical support informed customer that humalog u-500 is off-label per the user guide. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin use.